Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture on the lv lead was noted. Programming changes were made. The lead will be reassessed during the next follow-up visit.